Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is malfunctioning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician's office that the device had been checked at the hospital and no malfunction of the device was noted; the system is functioning appropriately.